Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated and stopped working during use in a procedure at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that the device overheated and stopped working during use in a procedure at the user facility. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.